Event description:
It was reported that during a da vinci hysterectomy procedure, the cable broke at the distal end of the pk dissecting forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Failure analysis investigation found instrument pitch cable was frayed at the distal clevis hub. No damage was found at the clevis. Failure analysis investigation also found mechanical indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. It was concluded that the damage to the pulley may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, frayed cable, if to reoccur could cause or contribute to an adverse event.